Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the hospital due to hyperglycemia. The patient's blood glucose levels reached 23.6 mmol/l (424.8 mg/dl) while wearing the pod for longer than 48 hours. As treatment, the patient delivered a bolus utilizing the pod. Additional information was solicited, but unavailable.